Event description:
It was reported that the micl12.6 implantable collamer lens was torn during loading but the damaged was not observed until the surgeon was advancing the lens towards the eye. Part of the lens remained in the injector. The piece that was inserted was removed and replaced with the back up lens without any patient injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed it was received in liquid and half the lens was torn off and missing . (B)(4).